Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet and had been making frequent meal announcements, including when consuming carbohydrates to treat lows and when eating small amounts, which contributed to the issue; user education was provided on appropriate use of meal announcements, not announcing treatment of lows, and not announcing snacks under 15 g of carbohydrates. Symptoms included hypoglycemia with a lowest reported value of 54 mg/dl and device low-glucose alerts. Outcomes included self-treatment with oral glucose and no need for assistance or medical intervention. Investigation included review of device-reported meal announcements and user interview. Investigation of this case revealed user technique issues related to meal announcements and treatment of lows that likely led to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.